Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a left lung wedge/segmental resection, at the second firing of the resection with a black cartridge, the handle was stiff. The surgeon was still able to squeeze the handle; however, the knife did not advance. The device idled afterwards. The reload was replaced but the device also idled even though the handle was squeezed. Another reload and handle were then used to complete the case. There was no patient injury.